Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm. It was reported that the patient presented with a type iii endoleak; there was a graft tear just above the flow divider. An aui device was placed successfully and the event resolved. The physician stated that the cause of the event may have been to user error. The physician believed that, when ballooning near the top of the graft with another manufacturer's balloon during the index procedure, the stent graft may have been compromised just above the flow divider. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.